Event description:
The user visited the hospital on (B)(6) 2022 because he suddenly stopped responding to loud sounds. Re-implantation is considered.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user visited the hospital on (B)(6) 2022 because he suddenly stopped responding to loud sounds. Re-implantation is considered.

Event description:
The user visited the hospital on (B)(6) 2022 because he suddenly stopped responding to loud sounds. Re-implantation is considered.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress seems very likely. In addition in situ measurements performed in 2020 show one channel with hi status due to undetermined reasons. However, to determine an exact root cause device investigation would be necessary. Re-implantation is considered but no date has been scheduled yet.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The user visited the hospital on (B)(6) 2022 because he suddenly stopped responding to loud sounds. The user was re-implanted.